Manufacturer narrative:
Root cause: it cannot be confirmed that a screw fell out. This instrument only has 4 visible screws (2 for the spring and two that hold the instrument together) and all of them are present. Upon examination, it was noted that both of the main screws had evidence of damage which indicates tampering. Even with that, there is enough resistance that the screws would not just fall out. When they are inserted at the manufacturers, they are stamped which causes the back of screw to spread out and effectively seals it in place. Both of the screws had broken seals. Per the prodoc jsp19 instructions, "screw connections should not become loose during normal usage. The screws must be screwed into the instrument - firmly and be removed by an expert (vendor) for repair purposes only." The cutting edges appear worn but the instrument still cuts test material (250 gr./ m2 card stock) with no difficulty. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The customer initially reported that the screw fell out during surgery. No pt injury. On (B)(6) 2011, inventory coordinator reports via phone that the screw fell out during a laminectomy with insertion of spine spacers on (B)(6) 2010. The event was reported to integra on (B)(6) 2011. The screw was retrieved without difficulty. It was confirmed that there was no pt injury.